Event description:
It was reported that a patient presented in clinic for normal follow up the day after implant of a right ventricular lead. Upon review, the lead exhibited high, out of range impedance. The patient went into procedure for lead repositioning later that day. During the procedure, a new lead was used instead, but it also exhibited high out of range impedance. Both leads, which used active fixation, were removed and a new lead, which used passive fixation, was successfully implanted. The patient was stable post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.